Event description:
The customer reported being hospitalized due to high blood glucose of 568 mg/dl. The customer also reported that the insulin pump was alarming motor error during a bolus. Troubleshooting was performed. Ran a displacement test and the test passed. The rewind, manual prime, and self test passed successfully. Advise the customer to change the infusion set and reservoir, monitor and call us back if issues continue. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.